Event description:
Olympus was informed that during the laparoscopic low anterior resection the clv-s190 had not switched into high intensity mode and the endoscopic image had gotten to dim. The facility had completed the procedure with use of the similar but other device. There was no report of the patient's injury regarding this event.

Manufacturer narrative:
The referenced clv-s190 was returned to olympus medical systems corp (omsc) for evaluation. Omsc evaluated the clv-s190 and found that the output socket to connect a light guide cable was dented and the part to detect a light guide c able was deformed. These damages were attributed to the excessive force by user's inappropriate handling. Consequently the clv-s190 could not detect the type of the light guide cable correctly and could not switch into high intensity mode. Olympus attributed this phenomenon to inappropriate handling of the device by the user. This report is being submitted as a medical device report in an abundance of caution.